Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a dislodged grip-tang near the base of the grip tip. This causes jaws not to be removed from the trocar properly.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument got stuck in the trocar at the wrist. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to damage during use, as moderate misalignment of grip tang can occur due to grasping hard tissue or objects, or through collisions with other instruments.